Event description:
It was reported that during an unknown procedure the device jammed, unknown what firing. The surgeon could not remove the device from the trocar. The surgeon had to remove the device and the trocar together. A second trocar and device were pulled to complete the procedure.

Manufacturer narrative:
(B)(4) = jaws. The analysis results found that the el5ml device was received with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, two clips were ejected due to the jaw condition. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, six conforming clips were fed and formed; finally the device locked out as intended. In addition, the el5ml device was inserted through a test trocar and no anomalies were noted; however, it is known from the history that the disengaged jaw will prevent the device to be inserted or removed through a trocar. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process.